Event description:
During a balloon cryo case the physician and scrub tech prepped the balloon and all attachments were made to the catheter and cryo console after the vacuum was enabled. A self integrity test was performed and the visual cue (picture animation) of the cable connection was displayed on the console. A call was placed to medtronic and they advised to change the umbilical. The issue was resolved when the new umbilical was attached to the catheter and console. The cable was switched out and the procedure resumed. No patient harm occurred. No further follow up necessary.